Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation that a simply go mini device has a low battery alarm and was smoking when plugged in to wall unit. The user alleged the device stopped working and the battery would not charge and the cord where it plugs into the unit was burnt. There was no report of patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation that a simplygo mini device has a low battery alarm and was smoking when plugged in to wall unit. The user alleged the device stopped working and the battery would not charge and the cord where it plugs into the unit was burnt. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dirt-like contamination in the screwholes, power port, and the data port of the enclosure. Dirt-like and dust-like contamination throughout the interior of the device. Cracks around one of the screwholes of the enclosure. Brown discoloration on the compressor tubing, which is indicative of tobacco use. Sieve can had a service sticker with a date of 11/01/2022. Unit arrived with a setting of 5 and 888 hours of usage. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.unit showed multiple signs of a lack of preventative maintenance. Unit was tested and did not perform as intended (low o2) due to the lack of preventative maintenance. See uploaded photo addendum/test data sheet for actual data sets/values. Unit may need servicing/preventative maintenance/upgrades; recommend unit forwarded to service. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report device evealuation and box h has been updated.